Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a procedure, intraocular pressure could not be maintained due to irrigation failure. There was no patient harm.

Manufacturer narrative:
The lot complaint history was reviewed. This is the ninth complaint for the finish goods lot; however, it is the first complaint for this issue for this lot. The device history record (DHR) shows the product was released per specifications. A review of the details of the customer event describes intraocular pressure (iop) stability was a result of irrigation failure. However, when the sample was received only a cassette was returned in the pack. The returned sample was visually inspected and no obvious defects were found. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. Replacing the missing components with those from lab stock, the sample was tested using a calibrated constellation console representing the current software version. The sample could prime and pass iop calibration successfully. No air leak was detected from the infusion air line during priming process. No fluid flowed to the air line of the administration line. No message code appeared on the screen. No bubble was observed in the nifs fluid path before the cleaning process. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. The infusion pressure was measured at multiple set points and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. The sample was able to pass all functional and performance testing. The reported customer complaint could not be confirmed due to the lack of components returned. Without the infusion manifold and the infusion cannula, the source of the irrigation failure could not be ascertained. The root cause of the customer¿s complaint could not be established as the sample returned was insufficient. While the investigation was able to verify the cassette functioned per specifications, the source of the irrigation failure was unable to be ascertained with the available sample and information. No action will be taken for this occurrence, as the root cause could not be established. The manufacturer internal reference number is: (B)(4).